Manufacturer narrative:
During follow-up, the patient said he suffered no trauma, cut, or bleeding, and never noticed any defects or malfunction with the ultram14 product. He discarded the ultram14 units. His doctor advised him to change to another catheter brand with an antibiotic coating to help prevent uti's.

Event description:
Intermittent catheter patient (user) said he has been experiencing chronic urinary tract infections (uti's) concurrent with catheter use and is following up with a physician. During follow-up, the patient said he was hospitalized, given antibiotics and released, but the infection recurred. After a second dose of antibiotics, the infection returned again. After finishing the third dose of antibiotics, the patient hopes the infection has been resolved, but was not certain it was resolved yet.